Manufacturer narrative:
Title: a randomized comparison of paclitaxel-eluting balloon versus everolimus-eluting stent for the treatment of any in-stent restenosis the dare trial authors: jan baan, jr, md, phd, bimmer e. Claessen, md, phd, kirsten boerlage-van dijk, md, phd, jeroen vendrik, md, rené j. Van der schaaf, md, phd, martijn meuwissen, md, phd, niels van royen, md, phd,d a.t. Marcel gosselink, md, phd,e marleen h. Van wely, md,f atilla dirkali, md ,g e. Karin arkenbout, md, phd, robbert j. De winter, md, phd,a karel t. Koch, md, phd,a krischan d. Sjauw, md, phd,a marcel a. Beijk, md, phd,m. Marije vis, md, phd, joanna j. Wykrzykowska, md, phd,a jan j. Piek, md, phd,a jan g.p. Tijssen, phd,a josé p.s. Henriques, md, phd journal: jacc: cardiovascular interventions year: 2018 issue: vol 11 #3 ref: doi: doi.org/10.1016/j.jcin.2017.10.024 if information is provided in the future, a supplemental report will be issued.

Event description:
This study sought to evaluate the relative performance of a drug-eluting balloon (deb) and a drug-eluting stent (des) in patients with any (bare-metal or drug-eluting stent) in-stent restenosis (isr). Resolute integrity drug-eluting stents were previously implanted in 11 of 278 patients enrolled into the study. Procedures were prompted by in-stent restenosis. During procedure paclitaxel-eluting balloon and everolimus-eluting stents were used to treat restenosis in the lad, lcx, rca, lmca and saphenous vein graft. Lesions were predilated. Adverse events reported at 12 months follow-up were cardiac death, myocardial infarction, stent thrombosis, stroke and revascularization of the target lesions and vessels.